Event description:
This lv lead was implanted on (B)(6) 2017. A product performance issue was received on 05/14/2018 stating this lead was capped because it was not pacing. The physician was dr. (B)(6) at (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).